Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the ventilator intermittently auto cycled. The touchscreen will be replaced. The reported event was duplicated.

Event description:
It was reported that the ventilator was auto cycling. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The date on the initial MDR was incorrectly entered. Original date should have been (B)(6) 2016. The conclusion code was corrected to better reflect the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.